Event description:
Patient reported left side "small ball," 'exchange from textured to smooth due to the concerns of the product." Healthcare professional later reported "hole, non-specific" and "ruptured." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. Visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is sharp broken on posterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange from textured to smooth, and "small ball."